Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "fracture of surgical fixation device leading to loss of fixation of fracture. The devices were removed.".